Event description:
Caller reported experiencing alarm 2 followed by alarm 26, indicating multiple occlusion events, one of which occurred earlier in the day prior to contacting support. There was no adverse impact to the customer's blood glucose level. To address the issue, the customer changed the infusion set and cartridge, then resumed insulin. Efforts by the support team to follow up included phone and email contact attempts, but they were unable to reach the customer.